Event description:
During trouble shooting of a check heater line alarm which occurred on the homechoice (hc) during fill, the home patient (hp) stated that he changed out the heater bag but not the other supplies. The baxter technical service representative (tsr) informed the hp when starting over with new supplies that all supplies need to be changed out. The tsr had the hp end therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the check heater line alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no defects on the supplies. The hp stated that he was informed by the technician to not change out one part of the supplies but to always change out all parts. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product which was confirmed but the root cause was undetermined. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.